Event description:
It was reported that patient was complaining about not being able to fully inflate the cylinders due to the pump being hard pump. Physician tried pulling down of pump inflate deflate button but no troubleshoot resolved the issue. All components were explanted and replaced. No patient complications related to device.